Event description:
Patient is 83 years old. When the patient uses the ventilator, the filter leaks, the filter is cracked.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is not deemed to be a reportable event since the malfunction is a result of a man-made damage to the filter and not a malfunction of the product itself. Within this investigation it has been confirmed that the device did not fail to meet its specifications at the time the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). No further investigation or correction will be performed except those mentioned above.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report from hospital says: "patient is 83 years old. When the patient uses the ventilator, the filter leaks, the filter is cracked. Use another ventilator, order the part for replacement purpose." Before patient connection, the department staff connected the bacteria filter and breathing circuit, started the ventilator and conducted the test. Found that air leak tightness test was failed. The reason is that the disposable tubing purchased by the hospital is too short, causing the bacteria filter to be accidentally dropped on the ground when unplugged the circuit, causing cracks in the bacteria filter (that is, the filter mentioned in the report). The department prepared another ventilator for the patient. A new bacteria filter and circuit were replaced and the machine was tested to work normally. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
Patient is 83 years old .when the patient uses the ventilator, the filter leaks, the filter is cracked.